Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cover alarm was active for the s5 double head pump, although the cover was in the correct position. This issue was discovered during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the cover alarm was active for the s5 double head pump, although the cover was in the correct position. This issue was discovered during priming. There was no patient involvement.